Manufacturer narrative:
(B)(4). The type of damages is consistent with an over-loading of the joint. No defect has been found at the level of the breakage. With the available information, the origin of the over-loading was not determined. Various parameters can influence the reduction loads including over-reduction of the deformity, non anticipated conflict of the instruments with the bone due to the motion of the bony structures during the reduction, left and right constructs pulling in diverging directions.

Event description:
It was reported that the pt underwent a minimally invasive spinal surgery. While inserting a setscrew, the surgeon felt a "pop". X-rays were taken, and although, the screw appeared to be in place, the rod seemed higher than before. The screw and rod were removed, and it was noted that the screw head and detached from the pedicle screw. The surgery had to be converted to an open procedure in order to remove the remainder of the screw with a bone nibbler. A larger screw was placed and the procedure was completed with no further complications.